Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has been battling an internal infection, and has a recurring rash over the ins site. No device allegations were reported. It was noted the doctor said the infection was under control. The patient was going to schedule an appointment with the doctor to discuss the rash. The rep stated they would be at that appointment. No further complications were reported or anticipated. Additional information was received from the rep. They reported that the patient was not going to see the doctor since the stimulation was working for the patient. No information was provided regarding the rash over the ins site. Additional follow up will be conducted. No further complications were reported or anticipated. Additional information received from the rep reported that the patient was given cream for their rash and that the patient no longer has any complaints about the system. No further complications were reported.